Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "will not recover from downstream occlusion," which was reproduced while running a loaded set. The downstream occlusion alarms were confirmed through review of the event history log. Evaluation found the reported symptom was caused by a failed downstream sensor with an elevated signal level while reading a fluid filled set. The downstream pressure plate gap was also found out of specification. The failed downstream sensor was replaced and the downstream pressure plate game was reworked. Additional information: high readings, calibration issue.

Event description:
It was reported that a spectrum pump would not recover after detecting a downstream occlusion. It was also reported there was no patient involvement.